Event description:
The following report was received from the affiliate: during a coronary intervention a tear in the catheter's hub occurred. The malfunction was noted after it was retrieved from the patient. No patient injuries were reported.

Manufacturer narrative:
The 3.5 x 13mm cypher select plus stent delivery system had a cracked hub. This appears to have occurred during use as the crack was noticed after withdrawal of the product. No anomalies had been noted when the device was removed from the packing. Inspection of the returned product confirmed the hub crack. The stent was still mounted on the balloon. It appears that the crack is caused when the hub is connected to the metal connector of the uson machine. If the injection point is placed at the top and the hub is connected to the metal connector and applying some additional force to the unit up/down during its insertion/connection, this type of failure mode can be reproduced. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the product analysis, the failure reported by the customer is manufacturing related. There is no evidence to suggest that any clinical factors contributed to the hub crack. This file has been re-access as per the similar device reportability criteria implemented by cordis corporation on 12/15/06. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the united states product cypher sirolimus-eluting coronary stent. Device (crb13350 lot#i0806021) is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.